Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during removal of right pulmonary nodules procedure, the lung tissue was removed and the stapler could not be fired to it. Another reload was used to complete the case. There was no patient injury.